Event description:
On (B)(6) 2017 the reporter (patient¿s father) contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch ping meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2017 at approximately 7:45pm when the subject device would not power on, however it did subsequently turn on after the batteries were changed. The patient manages his diabetes using an insulin pump and did not make any changes to his usual diabetes management routine in response to the alleged issue. The reporter stated that on (B)(6) 2017 at 9:30am the patient¿s school contacted him stating that the patient reportedly experienced symptoms of ¿shaky and sweaty¿ approximately 14 hours after the alleged issue first began. The reporter stated that the subject device would not power on, despite trying two different sets of batteries. The patient reportedly received glucose tablets from the school nurse in response to the alleged issue. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the product, and there had been no misuse. The csr confirmed that the correct test strips and correct batteries were being used. The csr was unable to resolve the issue with troubleshooting as the reporter did not have the meter with him at the time of the call. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted when the meter displayed an error 1 with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.